Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had not charged their system for an extended period of time and is no longer operable. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.